Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant, the left ventricular (lv) lead exhibited high thresholds. The lead was repositioned, but measurement was still unacceptable. The lead was removed and replaced. No patient complications have been reported as a result of this event.